Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (5 mg/ml at 1 mg/day) via an implantable infusion pump. It was reported that the patient was getting good relief in his feet but sub-optimal relief in his back from the pump. Different dosing was tried, and the patient was still getting sub-optimal relief in his back. A dye study was performed which showed no issues with the catheter however it was placed anteriorly. The decision was made to replace the catheter and place it posteriorly. The pump was also relocated from the patient's right buttock to right flank because it was causing discomfort at the pump site. The replaced catheter was noted to be discarded.